Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. Fdd, fdp. And fdc codes apply to the lead. There was no allegation against the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt that their leads had moved or had been pulled. The caller noted that the patient was not in pain. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported the patient initially got relief from the interstim stage 1 but then they became quite ill with a respiratory illness and they thought the patient's movement and coughing caused the lead to dislodge. Patient was having less than 50% response rate. The lead had been in for 3-1/2 weeks and needed to come out so they were not going to implant the generator but would proceed and remove the old interstim lead. Patient would be re-implanted once their health had improved. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: adverse event product problem.